Event description:
Procedure: cholecystectomy. According to the reporter, one of the jaws fell off in pt and was removed. The device was replaced and the case was completed.

Manufacturer narrative:
(B)(4). (B)(4).